Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 7-jul-2020, mentor received additional information regarding the patient's symtpoms, suspected medical devices and date of problem observed. The patient also experienced bilateral wound infection, right-sided capsular contracture (grade unknown), hot flashes, and difficulty concentrating. The devices were discarded by the patient¿s surgeon, and they are not available for evaluation. Initially, the date of problem observed was estimated based on the provided information. Additional information revealed that the date was (B)(6) 2018. The relevant fields have been updated. Manufacturere's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: autoimmune symptoms manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with 275cc mentor smooth round moderate plus profile saline breast implants on (B)(6) 2013. The patient reported that for the past year-and-a-half, she has experienced the following symptoms: chest pains, joint pains, muscle pains, nasal drip, dirty cough, sore and swollen hands, sharp pain in right breast due to detachment of implant and moved almost under her armpit, hip pain/inflammation, rheumatoid arthritis, blurred vision, severe anxiety, fatigue, short term memory loss, abdominal pain at night, brain fog, strong urine smell, dry mouth, and itchy eyes. As a result, the patient underwent bilateral explantation on (B)(6) 2020 and did not receive replacement devices. This report is for the patient's left-sided device.